Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cutting of the stomach body and jejunum on a totally laparoscopic distal gastrectomy last (B)(6), he was pushing the fire button but the 60amt just moved a little bit, it was about 5mm. And also, when he was cutting for jejunum, same event happened. The cartridge moved in the half and it stopped. On both event, he pushed the button again and it was working well. They replaced to another set to resolve the issue in order to complete the case. There was no patient injury.